Manufacturer narrative:
This lead was surgically abandoned (capped) and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped (surgically abandoned) due to infection. The patient had been complaining of experiencing pain at the device site, and indicated that the pain became worse with movement. The patient also stated that the pain had intensified over the past couple of months. Surgical intervention was performed to extract this lead, including the associated pulse generator (pg). The pg was explanted without any issue. During the extraction procedure, the physician observed two cysts in the pocket. As the physician excised the cysts, puss was released. The physician confirmed that this would have been the cause of the patient's discomfort (pain). The physician proceeded to extract the lead, and performed counter clockwise rotations to retract the helix; however, the helix would not retract. The physician tried performing clockwise rotations for 30 turns, and then counter clockwise rotations until the helix finally retracted. The observation was made that the distal shocking coil was stuck inside the heart wall, and could not be removed. As a result, the physician elected to cap this lead, and to schedule the patient for a more complex extraction procedure to be performed at a later time. No additional adverse patient effects were reported.